Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported while using a glidescope go monitor during a patient procedure, the light-emitting diode (led) on the connected laryngoscope went out, resulting in a loss of image from the darkness. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When connected to verathon's test equipment, there were no signs of intermittent image and/or led failures when manipulating the test blade or video baton on the monitor's connector. The monitor was tested with several single-use blades and a glidescope video baton 2.0 large. The customer's monitor passed verathon's device functionality testing and confirmed to be within specification. The laryngoscope that was connected to the monitor during the reported incident was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the customer was notified of verathon's evaluation findings and the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.